Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a tachy shock and the episode was reviewed by technical services. It was indicated that the shock seemed to have been appropriate, based on the rate and appearance of the morphology and because it appears to have successfully converted the rhythm. However, ts noticed a slight undersensing in the episode due to dissimilar rate profile and minor oversensing. No programming recommendations were given as these issues were not very concerning and the device worked as intended. This s-ICD remained in service and was eventually explanted and replaced due to normal battery depletion. This product was returned, and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Corrected field - d6a (implant date) previous implant date correction was inacurate, this report is being submitted to inform that the correct d6a field (implant date) is (B)(6) 2015.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a tachy shock and the episode was reviewed by technical services. It was indicated that the shock seemed to have been appropriate, based on the rate and appearance of the morphology and because it appears to have successfully converted the rhythm. However, ts noticed a slight undersensing in the episode due to dissimilar rate profile and minor oversensing. No programming recommendations were given as these issues were not very concerning and the device worked as intended. This s-ICD remained in service and was eventually explanted and replaced due to normal battery depletion. This product was returned, and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a tachy shock and the episode was reviewed by technical services. It was indicated that the shock seemed to have been appropriate, based on the rate and appearance of the morphology and because it appears to have successfully converted the rhythm. However, ts noticed a slight undersensing in the episode due to dissimilar rate profile and minor oversensing. No programming recommendations were given as these issues were not very concerning and the device worked as intended. This s-ICD remained in service and was eventually explanted and replaced due to normal battery depletion. This product was returned, and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Corrected field - d6a (implant date).